Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirm that the system is not working, not getting vide. During troubleshooting, fse found host pc was failing. Fse performed the installation of the software, found the ip pc drive had not light on the os drive and hard drive was not seat properly. Fse reseat the hard drive in the ip pc, performed the ghost restored. Fse replaced host pc and configured the local ip and network connection, the pacs, the wlm, and edited the data base. After replacement system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not start up. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was failing. The host pc has been replaced that the system was returned to use in good working order.